Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch #: r94f4a. The following information was requested, but unavailable: just for clarification, did the device not fire clips when it "locked" during firing? Was the device stuck on tissue when it "locked"? If yes, how was it removed from tissue? Device analysis: the analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, 8 conforming clips were fed and formed; finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A manufacturing record evaluation was performed for the finished device batch r94f4a number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, clip locked during firing.